Event description:
It was reported that the device was used in a laparascopic assisted vaginal hysterectomy and would not release from the tissue after it was fired. It was removed by cutting and cauterizing the surrounding tissue. No further patient consequence.